Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having trouble recharging. The patient had an x-ray and it showed that the battery was angled in the pocket. It was reported that the patient was getting 8 coupling bars right after implant, but now was dealing with poor coupling intermittently and was unable to get more than 4 coupling bars. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported the patient was going to have a pocket revision on (B)(6) 2018. The doctor believed that the patient's obesity was the reason why the ins had healed in a tilted manner. They requested tips to help prevent an ins from tilting. Depth considerations were reviewed with the rep. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient was doing great now. No further complications were reported.